Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after firing, the surgeon found the pine of the device can't close probably and the staple didn't format well. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged pin arm. The analysis results showed that the device arrived with the pin arm broken and with two reloads present. The reloads were received fully fired. In addition, the firing trigger had a yellow appearance. This is consistent with a reprocess outside of ees. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pin arm became broken, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.